Event description:
Dexcom g6 sensor inaccuracy: 10:13am g6 reading 180, finger stick reading is 128. That is a mard of 40.6%, which is outside of the allowed 20% range. Inserted (B)(6) 2024; activated on (B)(6) 2024. Dexcom g6 sensor inaccuracy: 7:15 am g6 reading 144, finger stick reading is 104. That is a mard of 38.5%! Which is outside the allowed 20% range.